Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1,h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-oct-2022 to 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed. A field service engineer found that the issue happened due to an improper cable connection. Replaced the row cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system cubie drawer failed to open about twenty time, preventing from user to remove medication and causing a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed due to bad cable connection. A field service engineer replaced row board cable to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system cubie drawer failed to open about twenty time, preventing from user to remove medication and causing a delay. There were no adverse events or injuries reported based on this incident.